Event description:
It was reported that there was difficulty advancing and withdrawing an unspecified balloon dilatation catheter (bdc) and unspecified stent delivery system (sds) on the whisper ms guide wire, as resistance was met and the whisper guide wire was "sticky". There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The difficult to position, difficult to remove and device operates differently than expected with sticky texture were not confirmed via returned device analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency.